Manufacturer narrative:
The customer¿s report that the infusion was flowing rapidly with the bag nearly empty after 10 to 15 minutes could not be confirmed. Log analysis showed that treprostinil 0.5mg/100ml was programmed to infuse at 1 nanogram/kg/min (rate=0.78ml/hr). The infusion was paused shortly after, with a recorded volume infused of 0.166ml from a programmed vtbi of 80ml. The cause for terminating the infusion early could not be ascertained from the log analysis. The infusion rate was as reported 0.78ml/hr (displayed as 0.8ml/hr). Testing and inspection of the pump module showed no malfunctions and the module was infusing within specifications. The incident disposable set was not returned for investigation. The root cause for the customer¿s report could not be identified.

Event description:
The customer reported that an infusion of treprostinil programmed in the critical care adult profile was started at 0.8 ml/hr. The clinician left the patient¿s room for 10-15 minutes and upon return, the fluid was flowing rapidly and the 100 ml bag was nearly empty. The bag and the IV set were evaluated for leaks but none were found. The patient immediately became hypotensive and required high doses of vasopressors for 15 hours. There was no report long-term patient harm.

Event description:
The customer reported that an infusion of treprostinil programmed in the critical care adult profile was started at 0.8 ml/hr. The clinician left the patient¿s room for 10-15 minutes and upon return, the fluid was flowing rapidly and the 100 ml bag was nearly empty. The bag and the IV set were evaluated for leaks but none were found. The patient immediately became hypotensive and required high doses of vasopressors for 15 hours. There was no report long-term patient harm.

Event description:
Received a copy of the customer medwatch report which states: "rn set up a treprostinil infusion from the critical care adult profile. The parameters were entered correctly. After starting the infusion, the rn left the room for about 10-15 min. When she returned, she noticed a fast rate of drips in the drop chamber. When she looked at the bag it was nearly empty. Based on a rate of 0.8 ml/hr. The bag should have lasted 5 days. She turned off the pump. The rn did not notice the bag leaking. There was no fluid around the pump or floor. Three rn's that the bag said it was full (100ml) prior to hanging it. Two nurses verified the pump settings before the infusion was started. The patient's blood pressure did drop greatly immediately after this was discovered and the patient required high doses of vasopressors (which indicates he received the drug since this is a side effect of too much treprostinil). Serial numbers for devices: alaris pc pump model 8015 serial number: (B)(4) alaris module 8100 serial number: (B)(4)."

Manufacturer narrative:
Additional information provided from mw5080640.